Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Alert - lead integrity alert triggered 1 - patient alert for lead failure predictor on (B)(4)-2011 15:32:26. Sensing - oversensing 11- ventricular nst<=210 ms average v-cycle between (B)(4)-2011 11:30:44 and (B)(4)-2011 15:38:42. Sensing - interference/noise ventricular short interval count v-sic=5.4 counts avg/day, in 8.31 days, between (B)(4)-2011.

Event description:
It was reported that there was noise on the electrogram that could possibly be due to electromagnetic interference. It was also reported that there were multiple non-sustained ventricular tachycardias due to oversensing and the lead integrity alert had triggered. The device is still in use. No patient complications have been reported as a result of this event.